Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an intexen lp to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff experienced "emotional distress," "significant mental and physical pain and suffering, permanent injury, permanent and substantial physical deformity, and has or will undergo corrective surgery or surgeries."

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.